Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in the development of peritonitis. The break in aseptic technique was further specified as the patient's pet bit through the fill line of the cassette that was being used for peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as the patient's cat chewed through the fill line of the cassette that was being used for therapy. The peritonitis was manifested by abdominal pain. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified intravenous antibiotics (dose, frequency, and duration not reported) for the peritonitis. While hospitalized peritoneal dialysis therapy was discontinued and the patient was transferred to hemodialysis. After eight days, the patient was discharged from the hospital. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.